Event description:
Pt attempted transfer without attaching the leg flap loops of the sling to the spreader bar and relying only on the back/torso sling straps and the velcro abdominal closure for support while lifting. This intential decision not to attach the leg flap loops to the spreader bar resulted in the failure of the sling to hold the pt during the transfer. As a result, the pt fell out of the sling and fractured a leg.

Manufacturer narrative:
A sales rep investigated the incident on location. The involved sling was inspected and found to be in good condition. The user guide states that all the loops should be attached to the spreader bar (also the leg flap loops): failure to follow instructions. Retraining on how to use the sling and a demonstration were given.